Manufacturer narrative:
The reported complaint of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message with the autopulse platform (sn: (B)(4)) was confirmed during functional testing and archive data review. It was found that load cell 2 was faulty. Initial functional testing could not be completed, since the reported issue occurred upon powering on the platform. Review of the retrieved archive data, found multiple ua 7 had occurred. Unrelated to the reported event, during visual inspection, the front enclosure was found damaged. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse platform (sn: (B)(4)) displayed user advisory in the beginning of the patient' use, no compression was provided by the autopulse. Manual CPR was performed. Rosc was never achieved. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Autopulse did not provide compressions, and did not cause or contribute to the patient's death.

Event description:
The customer responded to a call of a (B)(6) white male in cardiac arrest. After arriving on the scene, the responding crew provided manual CPR for an unspecified amount of time. Upon powering on the autopulse platform (sn: (B)(4)), the reporter indicated the device displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) error message. Following this, the crew immediately reverted back and continued with manual CPR for an unspecified amount of time. According to the reporter, due to a prolonged asystole, the patient was pronounced at the scene by the medical command physician an unknown time later. The cause of death is not known. Per reporter, the patient's death was not associated with the reported platform issue. Prior to the event, during the crew's daily shift check, the reporter indicated there were no issues with the platform.